Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There was no report of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: march 26, 2016, (B)(4).

Event description:
An end user reported that after a 3-4 day wear time, "the collar feels rougher."